Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator displayed alarm error e433. The issue occurred at maintenance. The intended procedure was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
Correction and additional information: the issue occurred during a preoperative examination of the equipment for gynecological electrocautery in the operating room. It was found that the subject device displayed error e433 after powering on and automatically restarted repeatedly. The engineer immediately rushed to the site after receiving the malfunction report and suspected a malfunction in the internal circuit board. The malfunctioned equipment was immediately stopped using. There was no adverse impact on the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation and additional information received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that the foot switch was damaged, causing error e433. Based on the results of the investigation, the reported issue is caused by a component failure of the foot switch. The foot switch failure is an electrical/electronic component problem, but the root cause of the failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.